Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient was reportedly experienced pain at the implant site. A CT scan confirmed electrode migration. Programming adjustments were made; however, the issue did not resolve. The recipient's device was explanted. The recipient was reimplanted with another advanced bionic cochlear implant.

Manufacturer narrative:
Additional information: section d.9. The recipient's device was activated, and the recipient is reportedly recovering well. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed silicone damage on the top and bottom cover, slices on the fantail and by the proximal end of the large tubing, and the electrode was kinked. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed.. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.